Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be reproduced and the system was found to be fully operational. The system passed a system checkout. Software analysis was initiated but the probable cause could not be determined.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during a multilevel spinal fusion, 2 levels and 4 screws were navigated. The first, third and fourth screws were accurate, but the second screw was inaccurate. The site took out the second screw and reinserted it. The surgery was completed with navigation and there was no impact on patient outcome.